Manufacturer narrative:
The complaint condition, the breakage of the nail, could be confirmed according to the received x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when device broke. This report is for an unknown tfna nail. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Date of explantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a trochanteric femoral nailing system advanced (tfna) nail broke on an unknown date. X-ray was taken and confirmed a broken tfna nail. It is unknown if there was any surgical delay. The patient status is unknown. Concomitant devices: helical blade (part: unknown, lot: unknown, quantity: 1), wire (part: unknown, lot: unknown, quantity: 1). This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).